Event description:
The customer reported that the device would lock up when charge was attempted.

Manufacturer narrative:
(B)(4): the customer reported that the device would lock up when charge was attempted. The unit was evaluated at philips. The symptom was duplicated. The issue was localized to corrupt software. Replacing the software resolved the issue.